Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 200mcg/ml at 88mcg/day, bupivacaine 35mg/ml at 15.4mg/day and dilaudid 10mg/ml at 4.4mg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported a motor stall was seen at the initial interrogation. Per the reporter the patient was in the ER (emergency room) due to the pump alarming. The logs showed a motor stall occurred (B)(4) 2016 at 1233 and tube set on (B)(4) 2016. There was no emi or magnetic with the pump. There were no patient symptoms reported. The reporter planned to follow up with the healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient who was receiving dilaudid (concentration 10 mg/ml, dose 4.399/day), clonidine (concentration 200 mcg/ml, dose 87.97/day) and bupivacaine (concentration 35 mg/ml, dose 15.39/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was noted that baclofen was the only drug noted to be another medication that the patient was taking at the time of the event. A motor stall occurred on (B)(6) 2016. The patient experienced withdrawal from the stall, it was noted that all the patient said was that he felt horrible and knew something had to be wrong, the patient went to the emergency room on (B)(6) after a home health care registered nurse who does the patients refills read the pump at patients home (B)(6) and confirmed that he had a motor stall. It was also reported that the patient went to the emergency room on (B)(6) and called a different company representative who was not able to see the patient until later that day. When the company representative saw the patient at the doctor¿s office the motor stall was confirmed. There were no factors that may have led or contributed to the issue. The patient was scheduled for a replacement and on (B)(6) 2017, the pump was explanted and replaced. The explanted pump was to be returned to the manufacturer. The company representative did not know if the doctor gave the patient anything orally nor what happened at the hospital. At the time of this report, the issue was resolved, patient status was ¿alive- no injury¿.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient experienced withdrawal and went the emergency room after experiencing a sudden loss of therapy due to a motor stall. The pump was replaced on (B)(4) 2017 due to the motor stall and returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient went through withdrawal. Troubleshooting performed related to the motor stall and tube set was reported as pump interrogation and reading the logs. The actions and interventions was to contact the manufacturers tech support. The cause of the motor stall and tube set were not determined.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver clonidine 200mcg/ml at 1.27mcg/day, bupivacaine 35mg/ml at 0.223mg/day and dilaudid 10mg/ml at 0.064mg/day. Analysis of the pump found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.